Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced discolored/additive form which was noted prior to use. The following information was provided by the initial reporter: material no: 367988 batch no: 9116685. Event description states: we have some tubes that appear to have an excessive amount of residue. Spoke with the customer. She was advised by her supervisor that the tubes are acceptable to use. I explained that the residue is the clot activator.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for excessive amount of residue with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced discolored/additive form which was noted prior to use. The following information was provided by the initial reporter: material no: 367988, batch no: 9116685. Event description states: we have some tubes that appear to have an excessive amount of residue. Spoke with the customer. She was advised by her supervisor that the tubes are acceptable to use. I explained that the residue is the clot activator.